Event description:
Additional information was received. It was reported that when you press the 3d button, the system triggers the lateral shift and jacks up. The 3d long scan detects screw misalignment in the upper segments.

Manufacturer narrative:
Additional information in sections b5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000529 provided the lot number 000000000192250030. The hardware was returned and analysis was performe d. The pendant movetiltleft, movetiltright, movegantrydown, movegantrydown, movelsowagleft, movelsowagright, movewagleft, movewagleft, moveforward, moveleft, movebackward were functional. Presetstoremode, presetpark, preset1, preset2, preset3, preset4 passed with no issues. Codes fdm b01, fdr c19, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient involvement.

Manufacturer narrative:
Additional information in section b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID bi71000529 h3, h6: a medtronic representative went to the site to test the equipment. The pendant was replaced. The system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that there was a defect. No further information was provided. Patient presence was unknown.

Manufacturer narrative:
A05, a0908: screw misalignment a1502: 3d key triggers lateral shift, jacks up a23: defect g2: this event occurred in germany, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.